Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. The patient stated she had not used nor charged the ipg in over two years. A company representative attempted to connect the ipg with a charger but was unsuccessful. The patient she wishes to have the scs system removed.